Manufacturer narrative:
(B)(4). Date sent: 10/6/2020. Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 03/31/2020. Per photographic evaluation: the provided x-ray image was analyzed by the medical safety officer: "I reviewed a spot upright upper abdominal x ray film depicting an esophagus containing a small column of barium just above an intact linx device. The linx device appears to be above the diaphragm indicating that there is evidence of herniation of the stomach into the chest cavity." Based on this assessment, it doesn't seem that the device migrated from the implant location. Hence, the reported complaint for device migration cannot be confirmed. The DHR for lot 10896 was reviewed. No ncs, defects, or reworks related to the product complaint were found.

Event description:
It was reported, lxm16, lot 10896 implanted (B)(6) 2016. The linx was implanted after sleeve surgery. Patient has again reflux issues. X-rays showed that the implant had slipped under the stomach. On (B)(6) 2020 the linx band was explanted. The patient had hiatoplasty fundoplication and gastric bypass. Currently the patient is fine.